Event description:
This is report 4 of 6 for the same event. It was reported from (B)(6) that during ulna shortening surgical procedure, it was observed that the small battery drive device did not power up when in use with battery devices, battery casing device and an attachment device. According to the report, the battery devices were charged for twenty-four hours before they were placed in the small battery drive device. The reporter stated that the battery devices seemed to be dead. The reporter stated that the scrub nurse ¿banged¿ the battery devices into place and wiped the connections. The small battery drive device then powered up but died very quickly every time a button was pressed on the device. It was also reported that the small battery drive device became very hot and the user was unable to use the device again straightaway. It was reported that the physician continued to use the small battery drive device, although the device was intermittently dying. The scrub nurse removed the battery device again and inserted a second battery device and the same issue was observed. The scrub nurse removed the battery device and ¿banged¿ the small battery drive device, wiped the connections and replaced the battery device. It was reported that the small battery drive device worked the rest of the surgical procedure. A result, there was a forty minute delay to the surgical procedure. There were no reports of injuries or prolonged hospitalization. The reporter stated that the surgical procedure was completed with unsatisfactory results. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the unit becoming very hot was confirmed. An assessment was performed on the device which found that the bearing was defective and not functioning. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.